Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a week after a gall bladder surgery, the patient was readmitted due to a duct of luschka bile leak. There was no indication intra operatively that the device was malfunctioning.